Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a crack in the burette. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event onset was reported as ¿over the last two weeks.¿ should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system buretrol set leaked. During an infusion of an unknown drug solution, the buretrols cracked and the device subsequently leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.